Event description:
It was reported that the minicap transfer set had a connection issue; further described as ¿does not fit tightly with mini cap." This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was damage in the sealing area of the dark blue female connector. Functional leak testing was performed, and it was observed that there was a leak between the female connector and an in-lab minicap. The damage on the sealing area of the dark blue female connector is the cause of the leak. Clear passage and clamp function testing were performed with no issue noted. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.